Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The consumer reported a fall. The location of symptoms reported included the head. Starting a week prior to this report (B)(6) 2015), when the patient was cold, she felt a stabbing sensation in the back of her head where the leads were. When the patient tightened or moved her jaw, she felt intensified stimulation and a burning sensation where the left lead wire was. This also started (B)(6) 2015. The patient's indications for use included non-malignant pain. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.